Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the cannula tip fracture was caused by a combination of the following: an instrument that was not fully closed before it was removed from the trocar and a material abnormality, which would cause the cannula to be more susceptible to damage. The probability and criticality of harm resulting from these failure modes have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic right nephrectomy. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula tip fragmentation. Report from the sales rep: the cannula tip was damaged when the customer was removing a forceps from the event trocar. Fragments(their length approx. 1cm) fell off inside abdominal cavity, but all fragments were retrieved from patient. The event trocar was replaced with new one and the case was successfully completed. No health harm was reported by the customer. Initial investigation report: the event unit was returned to us and visually inspected. The cannula tip was found to be fragmented(pic.1). The returned fragment matches the missing section of the cannula tip in shape(pic.2 and 3). However, there is a still missing section on the cannula tip(pic.3).the unit will be returned for further evaluation. Admin# c18130686. The component list was provided and the package, cannula and fragment are available for return. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic right nephrectomy. Event description: " this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula tip fragmentation. Report from the sales rep: the cannula tip was damaged when the customer was removing a forceps from the event trocar. Fragments(their length approx. 1cm) fell off inside abdominal cavity, but all fragments were retrieved from patient. The event trocar was replaced with new one and the case was successfully completed. No health harm was reported by the customer. Initial investigation report the event unit was returned to us and visually inspected. The cannula tip was found to be fragmented(pic.1). The returned fragment matches the missing section of the cannula tip in shape(pic.2 and 3). However, there is a still missing section on the cannula tip(pic.3).the unit will be returned to amr for further evaluation. Admin# (B)(4)." The component list was provided and the package, cannula and fragment are available for return. Patient status: no patient injury or illness occur associated with the complaint event.